Event description:
It was reported that insulation came off the needle and burnt the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the probe was received with the shrink tubing missing. The microscope revealed wear and tear on the tip. In addition, the tip was bent. The shrink tubing was not received with the device. The probable root cause of the burnt patient is likely due to generator power set too high. The probable root causes for the missing shrink tubing on could be due to user exceeded 20 uses or improper sterilization methods. The probable root causes for the bent tip on could be due to dropping/banging of the device against a hard surface or user excessive force. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation came off the needle and burnt the patient.